Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported side cut tags during corneal flap creation. Additional information has been requested.

Manufacturer narrative:
The system was examined and the company representative did not identify any issue with the system. The system was found it to be functioning to specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; the root cause of the reported event cannot be determined conclusively. (B)(4).